Event description:
It was later reported that the lead was revised. No additional adverse patient effects have been reported. All available information indicates that the lead remains in service.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged as a result of an external shock delivered shortly after the implant procedure. No adverse patient effects have been reported. All available information indicates that the lead remains in service.